Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was receiving lioresal (unknown dose and concentration) via an implantable pump for intractable spasticity. The patient's medical history was noted as spinal cord injury (sci). The patient had a revision surgery because the pump was big and he needed a pocket. The pump was moved to another spot and a pouch was added over the pump and a pocket was created. The health care professional later reported that the date of onset of the event and when the pump pocket revision occurred was unknown, the reason for revision, troubleshooting performed and whether patient experienced any symptoms was also unknown.